Event description:
It was reported that the patient¿s stimulation was normally at 3.3 volts, but was at 4.8 volts at the time of this report. It was stated that with his stimulation that high, the patient couldn¿t lay flat on his back without getting a ¿jolt.¿ it was noted that the patient had to sleep in the fetal position.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n332288, implanted:(B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).